Event description:
During a diagnostic procedure, the distal portion of the catheter separated. The separated portion was seen under fluoroscopy in the abdominal aorta, and retrieval was not possible because of possible complications.